Manufacturer narrative:
The confirmed that they had not cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. It was not known if there was any delay in the start of precleaning, or if the device air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing, the endoscope was immersed in detergent solution, the air/water nozzle was wiped or brushed with clean lint free cloths, brushes, or sponges, and the air/water nozzle was flushed with detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered lodged in the device nozzle. The customer's originally reported issue of an air leak was confirmed; a pinhole on the insertion tube was noted, and the issue could be reproduced. The following additional findings were also noted: various scratches, cracks, blemished, corrosion, peeling, discoloration, dents, loose mouthpiece, and angle wire worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, when a leak check was performed prior to cleaning, the customer¿s evis lucera gastrointestinal videoscope was found to have an air leak. Upon inspection and testing of the returned unit, foreign material was found lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens". Olympus will continue to monitor field performance for this device.